Event description:
On pre-op inflation test cuff would not inflate initially. When user was able to inflate it, they could not get it to deflate. User evaluated device, which is re-useable after re-sterilization, and found that part of valve was missing. User desired to purchase replacement part for approx 1$ but was told by distributor that FDA had not approved replacement parts.